Event description:
Manufacturer representative reported the device was explanted due to a bacterial infection after stage one implant (trial stimulation). The patient developed a subdural abscess and was seen by a brain surgeon. It appears the patient has lower body paralysis. The device was explanted, but not returned to the manufacturer for analysis.